Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal low voltage conductor was distorted from over-rotation.it was noted that the lead had apparent implant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the right ventricular (rv) lead took greater than 50 turns for placement and there was a possible malfunction of the mechanism. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.